Event description:
It was reported tha the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturers ref #: (B)(4).

Manufacturer narrative:
The reported ventilator unit was investigated at the hospital by our field service engineer and the air gas module was replaced and returned for further investigation. The received device logs confirms the reported failure in internal leakage test during pre-use check. We could trace back the reported problem to (B)(6), therefore the date of event was determined as (B)(6) 2020. Visual inspection concludes contamination/oxidation caused by a liquid spill on the printed circuit boards (pcb) inside the air gas module, with short circuit as a consequence. The conclusion into this matter is that the cause is a spillage of liquid occurred on the circuit boards, which has led to a temporarily short circuit and generated several errors. Unexpected spillage/liquid (user error) can cause failure/short circuits which might lead to a stop of ventilation or high pressures. There is no conclusion on how the liquid spill entered the ventilator/gas module or what kind of liquid spill it was.

Event description:
Manufacturers ref #: (B)(4).